Event description:
It was reported that during an implant procedure, the helix on the lead would not advance or retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the distal conductor was distorted. It was noted that the distal conductor had blood/body fluid (not obstructed), the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was a damaged guidetooth and the lead was damaged at implant.